Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 28 mmol/l. Customer blood glucose level was 6.8 mmol/l. Customer stated that the retainer ring of insulin pump had a came off. The customer stated that pump was asking for a battery and they put several batteries and it did not work and she saw a piece missing. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test and self test. P-cap or reservoir locks properly into place. Device received with broken battery tube threads, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).